Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure, the device was unable to use when fired, incomplete staple form. There were no patient consequences reported.